Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the implantable cardiac monitor (icm) was attempted to be explanted on (B)(6) 2023 but was unsuccessful and remained implanted. A new icm was implanted successfully. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the implantable cardiac monitor exhibited r-wave amplitude variation and noise. No intervention was performed. The patient was stable.